Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the cannula retracted, indicating a needle mechanism failure. The patient's blood glucose levels reached 11 mmol/l (198 mg/dl) before the patient removed the pod and saw that the cannula was not visible outside of the pod. The pod was worn between 25 and 36 hours and the patient reported that the cannula properly inserted at pod activation and the pink slide had moved forward. As treatment, a new pod was placed.